Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID : nim4cpb1 / product description : patient interface nim4cpb1 nim 4.0 / serial/lot number : unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system is reporting that the system would like a software update. As a part of troubleshooting, the blue cord was unplugged from the system and from the patient interface box then dock the patient interface box, the system connected wirelessly with no issues when undocked. When connected the blue cord the system displayed 'emg monitoring is disabled' and there is no plug symbol in the top right hand corner. There was no patient involvement.